Event description:
Caller reported experiencing cgm error 42 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level during this issue. Technical support guided the caller through a pump reset process, which resolved the issue, allowing them to successfully start their sensor session without any further errors.